Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was used at 80w and 100w for about six minutes. The irrigation was under pressure and a good flow was observed. However, the laser was switch to 120w and in a few seconds, the beam began emission from the tip of the fiber instead of 90 degrees. The fiber was exchanged and the procedure was completed without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber was used at 80w and 100w for approximately six minutes. The irrigation was under pressure and a good flow was observed. However, the laser was switched to 120w and, in a few seconds, the beam began emitting from the tip of the fiber rather than at 90 degrees. The fiber was exchanged and the procedure was completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing; therefore, the reported forward firing is confirmed. It is probable that the tissue adhesion found on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.